Event description:
It was reported that the patient's right atrial (ra) lead exhibited unspecified issue. The ra lead was explanted and replaced. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.